Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and it passed functional testing. Testing included the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had intermittent buttons due to corroded keypad traces. No button error alarms were noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at battery tube threads, reservoir tube, and reservoir tube window. It also had minor scratches on the lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.